Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric and de novo distal popliteal artery that was 80% stenosed.. A 4.0 x 80 mm supera self-expanding stent was deployed; however, at the end, the deployment lock was unlocked and the thumbslide was advanced but the stent did not release. Several attempts were made to advance and retract the thumbslide and the stent finally released and deployed partially outside the target lesion. During the deployment, the tip of the catheter separated and migrated. A snare device was used to remove the tip from the anatomy. The rest of the lesion was left untreated. There was no adverse patient sequela reported. There was a delay in the procedure but it was not a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection were performed. The reported deployment issue and tip detachment were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue; therefore, no corrective action is required.

Event description:
Subsequent to the initial report, it was reported the stent deployed partially in the delivery catheter and was removed with the catheter.